Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact. The setscrew marks were at the correct location on the terminal pin. Helix was retracted and dried body fluids was noted in the helix housing. Cuts were noted in the insulation which was likely due to explant damage. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this right ventricular (rv) lead was attempted implant due to high capture thresholds. Subsequently, a new lead was successfully implanted. No additional patient adverse effects were reported.

Event description:
It was reported that the patient with this right ventricular (rv) lead was attempted implant due to high capture thresholds. Subsequently, a new lead was successfully implanted. No additional patient adverse effects were reported.

Manufacturer narrative:
This report contains correction in section h2 if follow-up, what type, h3 device eval by manufacturer and h3 device eval by MFR sum attach. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact. The setscrew marks were at the correct location on the terminal pin. Helix was retracted and dried body fluids was noted in the helix housing. Cuts were noted in the insulation which was likely due to explant damage. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this right ventricular (rv) lead was attempted implant due to high capture thresholds. Subsequently, a new lead was successfully implanted. No additional patient adverse effects were reported.